Manufacturer narrative:
Device is a combination product.  (B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75% to 85% stenosed, 24x2.75mm, concentric, de novo, with a >45 and <90 degree bend target lesion was located in the left anterior descending artery. After a 6f non-bsc guide catheter was engaged in the lesion coaxially, a non-bsc guide wire was crossed distally. Following pre-dilation using a non-bsc balloon catheter, residual stenosis was 40%. A 3.00x28mm promus element ¿ drug-eluting stent was then advanced but device was unable to track through the lesion. When the device was removed, it was noticed that the stent struts were lifted distally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the right femoral artery. The 75% to 85% stenosed, 24x2.75mm, concentric, de novo, with a >45 and <90 degree bend target lesion was located in the left anterior descending artery. After a 6f non-bsc guide catheter was engaged in the lesion coaxially, a non-bsc guide wire was crossed distally. Following pre-dilation using a non-bsc balloon catheter, residual stenosis was 40%. A 3.00x28mm promus element ¿ drug-eluting stent was then advanced but device was unable to track through the lesion. When the device was removed, it was noticed that the stent struts were lifted distally. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
Device avail. For eval, returned to MFR. On, device returned to MFR., device evaluated by MFR., eval summary attached, method codes, result codes, conclusion codes updated. Device evaluated by MFR: promus element,mr,ous 3.00x28mm stent delivery system (sds) was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. Damage was noted to the proximal section of the stent; stent strut rows were damaged and lifted from the stent profile. The undamaged crimped stent od (outer diameter) was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found no issues. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination of the tip found no issues. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).